Manufacturer narrative:
(B)(4) b5: subsequent to the initial MDR, a correction is required. D4 serial no ¿ correction. G6 type of report ¿ additional information. H2: correction. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product data was provided for evaluation. The allegation and a probable cause could not be determined. No or injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).